Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was not able to give themselves a bolus as the personaltherapy manager screen would freeze at 90%. At the time of the report technical services reviewed that this issue can be temporarily mitigated by clearing data from the system settings. Technical services reviewed to navigate to settings > apps > patient data service> storage and then select ¿clear data.", this had resolved the issue at the time of the report. Technical services further reviewed that once cleared, the data will continue to accumulate as the patient interacts with their pump and the software application slowness will return, requiring the data to be cleared again. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown software version: unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information provided indicated that the implant date was not known. The software application used at the time of the event was 2.0.3320. The hcp and facility address was also provided.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was stated that there was a product comment regarding a myptm. The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that there were no patient symptoms reported. It was stated that they had no idea if there were any environmental/external/patient factors that may have led or contributed to the issue.